Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump had intermittent power. The reporter indicated that the battery compartment was cracked. The yellow o-ring of the battery cap was reportedly not visible at the time of the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: there were no pump reboot events observed in the pump's black box history. There were cracks in the battery compartment from the threads to the case seal on the left of the grip pad and below grip pad to the case seal. The pump powered on correctly with no power interruption duplicated. The battery cap was tightened and then loosened a half turn with the pump still maintaining power.